Manufacturer narrative:
As received, a complete lead was returned in one piece. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
Related manufacturer reference number: 2017865-2021-15712. It was reported that the patient presented for a device replacement due to eri. Upon review, it was noted that the atrial lead exhibited noise likely due to abrasion which was visible during device replacement. In the process of explanting the atrial lead the right ventricular lead dislodged. Both the atrial and right ventricular leads were explanted and replaced. The patient was in stable condition.